Event description:
It was reported that a clearlink y-type blood solution set was observed to have air in the line. The nurse connected an unknown blood medication onto the set and a normal saline solution onto the set. The saline line was clamped off and infusion of the blood product was initiated. The nurse returned shortly after the blood product was finished infusing and found air in the line. The set was clamped off near the patient and the air was pulled out of the line with an unknown syringe. There was patient involvement, however there was no report of patient injury, medical intervention, nor adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation. Therefore the customer reported condition could not be confirmed and the cause could not be identified.